Manufacturer narrative:
The sapien xt valve was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing is applicable. The following instructions for use (IFU) were reviewed: novaflex+ delivery system with xt valve. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve degeneration was unable to be confirmed due to unavailability of medical records/procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. Structural valve deterioration (svd) can and typically does lead to central leaks over a period of time. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, due to limited information, a conclusive root cause cannot be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing. Valve remains implanted.

Event description:
The field clinical specialist (fcs), was made aware of a failing 26 mm edwards xt valve. Per medical record review, the operative note stated the patient presented with bioprosthetic valve failure. Under anesthesia, the patient had a valve in valve procedure using a 26 mm sapien 3 valve in the aortic position via transfemoral approach. The implant was a success, well seated with trace aortic insufficiency and a mean gradient 1 mmhg.